Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds fluctuate considerably and has had high threshold readings at times. The rv lead remains in use. No patient complications have been reported as a result of this event.